Event description:
The housing fractured at the weld found during a service evaluation at the manufacturer facility. There was no patient involvement and there were no adverse consequences related to this event.